Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). The event occured in the united states. It was reported that patient faced infusion set leakage event on 20-jun-2025 the blood glucose level was 214 and the patient was treated with correction bolus via pump.the infusion set was in use for 72hrs. The patient also faced bleeding at the insertion site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010318, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010318 was manufactured according to the work instruction (wi) version 20 and manufactured in the machine multivac 14 on 28/nov/2024, with a total of (B)(4) units. Cannula lot: the lot 4k02666 was manufactured according to the wi version 16 and manufactured in the machine lc05 on 09/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.